Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Customer purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. She has since thrown the test cassette away and cannot provide a picture showing no results. The kit was purchased at publix.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3120017 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120017 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Customer purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. She has since thrown the test cassette away and cannot provide a picture showing no results. The kit was purchased at publix..